Event description:
A report was received that the patient's ipg was shutting off on it's own. The ipg was explanted.

Manufacturer narrative:
It was reported that the patient's stimulator was turning off independent of magnet field or mobile phone. The complaint was not verified. The monitored stimulation output was consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was shutting off on it's own. The ipg was explanted.